Event description:
Event description cpi received information on august 13,1997 that this endocardial lead was removed from service due to an insulation break. The lead was removed and replaced in 1993 with a new lead of the same model.